Event description:
The nurse initially reported that the facility had 3 cases of infection within a 2 week period, and their investigation was still pending. The customer requested the directions for use for phacoemulsification handpieces. Add'l info received from the risk mgr stated that there were possibly 2 cases of endophthalmitis, and 1 suspect case, still pending investigation. The customer has declined to release any further info.

Manufacturer narrative:
The root cause of the reported cases of endophthalmitis is unk and cannot be determined. No sample was returned, and the customer has declined to provide further pt and procedural info. Records show there are 3 systems located at this facility. A review of complaint, service, and mfg history data for the systems, indicates that there has been no add'l complaints, or service requests related to the reported event. Complaint trending indicates no recent adverse trends associated with the complaint. The reporter did not identify tass, but alcon has classified this type of event as potentially tass. This report mailed in to FDA on: 03/27/2008.